Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient who had an artisse device successfully implanted, developed a urinary tract infection (uti) post-operatively. The patient underwent surgery for treatment of a saccular, unruptured aneurysm with an artisse device, with an max diameter of 5mm and a 9.3mm neck diameter. It was noted the patient's baseline mrs was 2. Post procedure the patient went the ER after developing a uti and was treated with acetylsalicylic acid. The site assessment shows no relationship to the medtronic devices or procedure. The sponsor assessment shows possible relationship to the procedure but not related to the artisse device or antiplatelet therapy (apt)regimen. Ancillary devices include phenom plus and rebar-18.